Event description:
The device was used on a pt diagnosed in cardiac arrest. A shock was advised and delivered on the first electrocardiogram analysis. The two subsequent analyses resulted in no shocks advised. Paramedics arrived and the pt was moved. Subsequently, the operator noticed that the device had allegedly lost power for no apparent reason. The operator turned the device back on and observed a low battery warning message. The pt was resuscitated. The operator indicated there were no adverse effects to the pt as a result of the alleged malfunction.